Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the issue was caused by a faulty output socket. However, the cause of the faulty output socket was not established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the xenon light source¿s connector was damaged. The issue was found during reprocessing. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.